Manufacturer narrative:
Trackwise ID (B)(4). The device was returned to the factory for evaluation on 07/11/2023. An investigation was conducted on 07/19/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned outside the loading device with the white plunger not depressed and the blue safety on, which prevents the white plunger from being depressed. The seal and tension spring assembly was observed inside the loading device. A mechanical evaluation was conducted. The seal and tension spring assembly was removed from the loading device with no visual or physical difficulties observed. There were no visual defects observed on the intact seal and tension spring assembly. No cracks or delamination was observed on the seal. Measurements of the delivery device were taken; the inner diameter was measured at 1.95 inches, the outer diameter was measured at 0.220 inches (rm2036883). The length of the delivery tube was measured at 2.50 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem" was confirmed. The lot # 3000311387 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hst iii system (3.8mm) was trapped in the loading device when the surgeon was trying to pull out the delivery device after seeing the heartstring iii seal was properly rolled and loaded into the delivery device. The surgeon used another new heartstring iii set and proceeded with the procedure. There was no harm to the patient. The faulty device was discovered, prior to use on the patient. Visually inspected and found heartstring iii seal was trapped in the loading device with the delivery device out.